Event description:
It was reported that the customer experienced air bubbles in the tandem mobi system, particularly within the cartridge during pumping. There was no adverse impact to the customer¿s blood glucose level, and it did not exceed 500 mg/dl. The customer was still experiencing the issue despite assistance from technical support in loading a new cartridge, which necessitated further escalation for additional help.